Event description:
Chest x-ray of pt showed that the tip of a pathfinder was lodged in the soft tissue in the subclavian vein accessory pathway. Physician states that it "apparently was sheared off during removal by either the guide or introducer sheath."